Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were connected and returned in the fully rear-locked position. The locator was also returned. No visible signs of damage or deformation to the devices were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The suture and collagen were able to deploy, however, the tamper tube did not deploy from the device. The hemostasis sheath was cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present, and the component was removed from the device for inspection. It was found that the tamper tube was coated in dried blood, which prevented the component from deploying properly. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had a failure. The nurse stated that they tried to deploy the angio-seal and it came right out. It appeared that there was no anchor in the angio-seal. She stated that they held manual pressure and there was no harm to the patient and very minimal blood loss. The patient was stable and in good condition post manual pressure. The procedure outcome was successful. Hemostasis was achieved with manual pressure. Estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 26aug2021: procedure performed was a right and left sided heart catherization.